Manufacturer narrative:
(B)(4). Device manufacture date: since the lot number was not provided, this information cannot be determined. Evaluation summary: post market vigilance (pmv) led an evaluation of received one device opened by the account without the packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut on the instrument. The envelope seal was intact. The device passed an air leak test. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the trocar was inserted into the cavity during procedure. After a while, the sound was heard and pneumoperitoneum started to leak from the seal system. Stopped using the device, and new one was opened to correct the problem.